Event description:
A malfunction on the pump was reported, possibly due to exposure to extreme temperature. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no reported impact to their blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to call back if any malfunction code recurs, and they acknowledged and understood the guidance.